Event description:
Tip of the harmonic shear melted during use. Manufacturer response for harmonic shear, ethicon (per site reporter): they will send a return kit and return merchandise authorization (RMA), and they will reimburse us for the product. Manufacturer response for harmonic shear, ethicon (per site reporter): they will send a return kit and RMA, and reimburse us for the product.